Manufacturer narrative:
Insulin pump alarmed radio frequency failed during self test due to faulty radio frequency board. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that the device alarmed a radio frequency failed self test alarm. Customer's blood glucose was over 200 mg/dl. After troubleshooting, customer was advised the device will be replaced. Customer agreed to return the device for analysis.